Manufacturer narrative:
Investigation is ongoing. Update (B)(6) 2024: root cause: the root cause is a defective blower (fan). It was replaced and the issue did not reoccur since.

Event description:
The ventilator alarmed "fan failure" soon after being switched on. No harm was reported. Log files and instrument report were received. The fan was stopped for testing purposes and was very slow to restart.

Manufacturer narrative:
Investigation is ongoing.